Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the motor stall was not determined. The hcp reported that the issue had been resolved. The patient's weight at the time of the event was unknown. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. It was reported that the patient presented with a pump motor stall. The hcp turned the alarms off and gave the patient oral baclofen. The hcp was sending the patient to a surgeon for a replacement. That¿s all the information I have. No symptoms were reported. It was reported the issue wasn't resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.